Manufacturer narrative:
(B)(4). Images were sent to gore for analysis. Further information will be provided. Tge343410/12772820 (B)(4).

Event description:
On (B)(6) 2016, the patient was emergent hospitalized due to acute aortic hematoma and had a chest pain. On (B)(6) 2016, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tge343410/12772820) to treat a penetrating ulcer. On (B)(6) 2016, the patient was suffered from the chest pain. The CT scan revealed a new bleeding proximal to the treated location due to the fragility of the aortic arch wall. The patient was successfully treated by tge343420/14253461 and discharged from the hospital on (B)(6) 2016. No further adverse events have been reported.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to bleeding, hematoma and reoperation.